Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt needs l-spine scan. Caller states pt states the system is 'non functional' and cannot go into MRI mode. Caller states a rep is apparently aware of the situation but caller does not know when rep was made aware. Caller states pt states the pt has had mris. Agent reviewed likely an over-discharge scenario but rep can likely speak more to this. Additional information from the rep indicated that the ins has 3 strikes. The scs was working until the 3rd strike.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.